Event description:
Disc shaver broke at distal end when being rotated between disc space and removing material from end plates. No comments on patient anatomy were disclosed. No pre or post-op x-ray images were provided. No user technique with gradual dilation was reported. However, no harm or injury to patient was reported. Surgery was completed. Potential misuse. Aside: testing was completed to evaluate the failure mode of the disc shaver tst.103.7152. The failure mode was replicated but at a torque of 21.9nm. For this part to experience this significant amount of torque it would require the shaver to encounter significant resistance, this could be from hard bone or from accidental contact with existing hardware.